Manufacturer narrative:
(B) (4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device's jaws stuck to tissue, and the handle was difficult to release. There was minor bleeding when the device was removed. A new device was opened to finished the procedure without incident.